Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert for motor stall occurred on the ilet during a supply change, the pump could not advance past the rewind screen, and the issue persisted after a restart, after which a replacement ilet was initiated and the patient was advised to use backup therapy. Symptoms included hyperglycemia. Outcomes included transient elevation of blood glucose to 377 mg/dl for approximately eight hours without ketone testing, medical intervention, or hospitalization, and the patient reported feeling fine. Investigation included customer interview, device history review through on-device alert history, and guided troubleshooting that confirmed recurrence of the alert after restart and inability to complete the supply change. Investigation of this case revealed a suspected motor drive malfunction consistent with a motor stall in the pump mechanism, with the alert reappearing after restart indicating a device performance problem that warranted device replacement. It was concluded, based on previously established findings for similar reports, that the cause was device-related mechanical failure of the pump drive system.